Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Visual inspection found the header broken apart from the device, which is consistent with damage from the explant procedure. Interrogation of the device revealed the device was operating in backup operation mode. Analysis of the device image indicated the device went into backup mode due to low battery voltage, with a power on reset (por). The device was restored and further testing found the device at end of life (eol). A longevity assessment was performed and implant duration exceeded the total projected longevity, indicating normal battery depletion.

Event description:
It was reported that the device could not be interrogated. Device explant was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.